Event description:
A small piece of what looked like a fiber or fleck of paper fell into the wound bed during surgery. The surgeon stated that it was approximately 1-2 mm and came from the blue surgical hood he was wearing. The surgeon reported having other instances where pieces of foreign material form the hood were a little larger 2-3 mm. The wound was irrigated and the case aborted. The patient received antibiotics and will be rescheduled for surgery in 3 weeks. The flecks of paper coming off of the hoods may be related to the cardboard box they are shipped in. The hoods do not have any internal wrapping that protects them from the box. It may also be related to the materials used to process the hoods, we are not sure.